Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered end of service (eos) unexpectedly after the patient experienced a ventricular tachycardia (vt) storm and received a multitude of shocks from the device. The ICD had triggered alerts for charge circuit timeout and long charge time. The patient was hospitalized and eventually the device was extracted and replaced. No patient complications have been reported as a result of this event.